Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an implant, the physician was unable to connect the rv lead into the device due to the size of the rv connector tip, was bigger than the device portal. Patient was stable.